Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 07, 2023.

Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023. The patient was reimplanted with a new cochlear device during the same surgery.